Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) and reported that the device has a backup alarm failure. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was inspected, backup alarm failed was not duplicated and no error code was found in the event log. Check vent: primary alarm failed (diagnosis code 1102: motor speaker fail) was observed to occur in our repair center. In addition, its occurrence log was found in the event log. The customer replaced speaker number 1 to resolve the issue. The device was then functionally tested and passed specification testing. No other anomalies were reported.

Manufacturer narrative:
The service engineer event log and confirmed that there was no occurrence record of "backup alarm failed". "Check vent: primary alarm failed" (diagnostic code: 1102 motor speaker fail) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. The speaker needs to be replaced. Repair is pending completion.

Manufacturer narrative:
The removed speaker assembly was returned to the product investigation lab (pil). The pil technician installed the speaker assembly into a pil ventilator to duplicate the reported issue. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was tested, the failure was confirmed that there was an alarm for check vent: primary alarm failed with repeat of e1102 error code during the diagnostic portion of the standard test bed (stb) operation. In addition, the pil tech verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker is due to an open resistance to the voice coil of the speaker. Pil could conclude that the returned speaker is faulty.